Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Impella 5.5 was inserted via left subclavian axillary artery in a 58-year-old male with cardiomyopathy. The patient¿s clinical state prior to initiation of support was reported as scai shock stage d and required inotropic support, vasopressors, and systemic anticoagulation and respiratory support. While on support, a position in aorta alarm was reported. Echocardiography demonstrated device positioning at approximately 7 cm across the aortic valve, which was repositioned to 5 cm with alarm resolution. Subsequently, dampened motor current with saturation of flows was observed, and placement signals remained consistent with an aortic waveform. A plasma-free hemoglobin lab value increased from 30 mg/dl to 350 mg/dl, consistent with hemolysis. The patient was also reported to be positive for heparin induced thrombocytopenia and had a history of left ventricular thrombus; however, no thrombus was visualized on echocardiography. Due to persistent flow limitation and concern for potential pump stop, the patient underwent device exchange following multidisciplinary discussion. At the time of the event, the device was operating as intended at p-6 with flows of approximately 3.5 l/min. The purge solution consisted of 5% dextrose in water with 25 meq sodium bicarbonate with purge parameters functioning as intended with purge flow and purge pressure of approximately 7.2 ml/hour and 544 mmhg. Upon explant of the first pump, biomaterial was identified on the device outlet. A second pump was implanted but was removed within minutes, and a third pump was subsequently placed and remained in use with the patient reported as stable at the time of reporting.